Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the relationship between the positive culture and the device cannot be confirmed. Growth of microorganisms was found through culture testing by the user after reprocessing. Since olympus did not conduct additional microbial testing, and inspection found no abnormality or leakage that may cause the event, the root cause cannot be identified. The following is included in the instructions for use (IFU): "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
It was reported by the customer, the evis exera iii colonovideoscope was microbiologically cultured and tested positive two (2) times. The issue was detected at reprocessing. The scope would not be tested a third time per gastroenterological nurses college of australia (genca) guidelines. The customer declined to provide the results of the cultures or any additional information. The policy of the facility was to report the results to the infection prevention department at the facility and to have the channels changed on the scope. The facility had a rigorous reporting process in place for positive micro testing results. There was no reported contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue could not be confirmed as olympus did not perform culture testing on the returned device. Due to clogging of the tube in the control unit, water could not be supplied. Due to wear of the angle wire, the play of up/down/right/left knobs were out of the standard value. Due to wear of the forceps elevator lever, the up/down knob could not be locked securely. The adhesive on the bending section cover had a crack and was detached. The adhesive on the bending section cover had visible thread. The bending angle did not meet specification. An additional reportable event was identified during the device evaluation. The air/water cylinder, scope cylinder, and scope cover case unit were dirty due to insufficient or incorrect reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.